Event description:
It was reported that the user experienced a brief dexcom g7 signal loss on the ilet system, which prompted concern about whether meal announcements could continue during the interruption. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting and education performed by support, including advising a confirmatory fingerstick, though the user was unable to perform this and chose to wait for glucose data to return on the ilet display. Investigation of this case revealed a transient loss of cgm signal with no identified responsible device and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.